Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the colonovideoscope nozzle and distal end cover had foreign objects. However, the device was returned without reprocessing, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: the low angle and free play in angulation will be adjustable; wrinkles on the connecting tube; upwards/downward and right left knob has stains; scratches on the universal cord unit; due to a crack on distal end, insulation resistance value at distal end does not meet the standard value:; no electrical continuity due to damage on distal end; due to a scratch on light guide lens, illumination is uneven; due to clogging of nozzle, water removal ability does not meet the standard value; distal end has a crack; connecting tube has a wrinkle; due to wear of angle wire, bending angle in down direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; right/left and upwards/downwards knob has discoloration; and universal cord has a scratch. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope nozzle and distal end cover had foreign objects. There were no reports of patient involvement.